Event description:
It was reported the entire system was explanted due to infection at the device pocket. Perioperative antibiotics were administered. The onset/diagnose of the infection was (B)(6) 2015. The patient did not have meningitis. The patient experienced symptoms of redness, swelling, and pain. A culture was obtained and the organism was found to be (B)(6). Intravenous antibiotics were administered and the infection resolved. The patient exhibited the risk factor of post-operation wound or skin contamination. The pump was used to deliver gablofen (baclofen).

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8575, lot# n101393, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709, lot# l56457, implanted: (B)(6) 1998, explanted: (B)(6) 2015, product type: catheter. (B)(4).